Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery during meniscus suturing, the tip of the needle broke. No fragment remained inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (fiberstich). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as the visual evaluation of the received ar-12990n-1 with batch 15450224 noted that the distal end of the knee scorpion needle is broken off (see evaluation pictures 1 - 3). The fragment that broke off was returned. A functional test was not performed due to the damage to the device. The most likely cause of this condition was striking bone or using excessive force to pass the needle through fibrous/calcific tissue. The dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.